Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking the patient too long to charge the ins. The patient stated that they started charging only every couple of days because it takes 4 to 5 hours if it gets all the way down. It was noted that the patient gets 6-8 coupling bars while recharging. Follow-up was conducted. No patient complications/symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not notified their managing physician of their long recharge time. They did not know of any circumstances that had led to their issues and said their issues were unresolved, and no steps had been taken to resolve anything. No further issues noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that there was no issues with coupling or connection. Patient stated she sweats a lot and belt slips. Patient was advice to get the sticky pads to hold in place. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was taking too long to charge their ins. The patient stated that they would try to charge 3 - 4 times a week and it would take them 3 - 4 hours to get a little fraction of their ins charged. The patient reported that their recharger antenna was slipping down and they were having issues with coupling. The patient also reported that the ins recharger (insr) would "quit" and then they would have to move the antenna again and restart charging. Adhesive discs were ordered for the patient. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.